Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other two proglide devices referenced are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that a puncture closure of an unspecified vesssel was attempted using three proglide devices after a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, during deployment of the proglide devices there was an "unusual feeling" and a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a suture retrieval issue. The unusual feeling was not confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of a common femoral artery was attempted using three proglide devices via a 6f sheath after a transcatheter aortic valve implantation (tavi) interventional procedure. No additional information was provided.